Event description:
The physician contacted pmt on (B)(6) 2008 to report that the expander was leaking after implantation. We have not confirmed if the tissue expander was replaced.

Manufacturer narrative:
This report is being initiated following an FDA field audit, recommending a complete review of past complaints. This filing is a result of that review. An eval of the device was performed on (B)(6) 2009, the investigation found that a leak existed at the base where the tubing enters the tissue expander. A close examination reveals unusual abrasive type cut consistent with over-extended use of the device.